Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 400-500 mg/dl) and insulin injections were administered to address bg. Pump supplies were changed out multiple times. Customer alleged there was an issue with the pump. Customer continued to use pump for insulin therapy. As reported issue occurred in the past, tandem technical support was unable to perform a pump system check.